Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the device used in the incident, it was determined that the ordered item was not appearing. The technical support specialist investigated the issue in medbank and mql using the provided patient and order details and validated the medication configuration on the patient profile. During the investigation, it was identified that an inactive item ID was mapped to the medication order instead of the active item ID. The technical support specialist contacted the customer to explain the incorrect item ID mapping and recommended coordination with the rxconnect/emr integration team to validate and correct the item data being transmitted to medbank. Further review identified a quantity and strength mismatch on the profile, which the customer corrected on their side. No device malfunction was identified, and the issue was determined to be related to profile and integration configuration. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the ordered item was not showing on the cabinet. Nurses continued to override the item because it did not appear in the patient order list. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.